Event description:
Abbott freestyle libre 3 plus continuous glucose monitor gave readings significantly outside of the accuracy claim of the manufacturer. At 10:20 eastern time the sensor and app gave a reading of 83 mg/dl while the glucometer gave a reading of 115. At 13:15 eastern time the sensor and app gave a reading of 80 mg/dl while the glucometer gave a reading of 103. At 18:13 eastern time the sensor and app gave a low glucose alarm and a reading of 53 mg/dl while the glucometer gave a reading of 82. At 21:02 eastern time the app recorded an error code of 57 but continues to function.